Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the leksell head holder adaptor was no more usable because the screw thread was too damaged. This was constated after a surgery when medical team cleaned and stored the device.

Manufacturer narrative:
It was reported that the leksell frame head holder adaptor screw thread was find to be too much damaged when the medical team cleaned this part. Event summary, device history record review and complaint history review did not identify contributing factors. The subject part was returned to the manufacturing site for evaluation, where the reported damage was confirmed. It was confirmed that the screw is no more usable. On this occasion it was not possible to determine the cause for the issue. As the part was likely installed on customer site for several years, the damage of the thread is likely due to the normal wear of the part due to a high number of uses. (B)(4).

Event description:
It was reported that the leksell head holder adaptor was no more usable because the screw thread was too damaged. This was constated after a surgery when medical team cleaned and stored the device.